Manufacturer narrative:
Product ID, 3889-28 lot# v581950, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that the patient's device stopped working in (B)(6) 2011 and the patient had the device removed on (B)(6) 2012. Additional information was requested but was unavailable as of the date of this report.